Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, there was a leak of the pneumoperitoneum, so the cavity became a closed space. The instruments were removed for patient safety; however, it was observed that the tip cover accessory wasn't on the monopolar curved scissors (mcs) instrument, so they had to do a small incision to check the cavity and they found it complete on the peritoneum. The customer stated the tip cover accessory seemed to just slip away from the tip off the mcs instrument. The tip cover accessory was retrieved during the same procedure and the procedure was completed with a backup instrument of the same type after a delay of greater than 30 minutes. On 16-jan-2023, intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: after insufflation was restored, the tip cover accessory was not visible, so an x-ray was taken with the accessory not located. General surgeons were called and created a small incision umbilically where the tip cover was found complete on the peritoneum. The tip cover accessory was retrieved by a laparoscopic grasper thru the umbilical incision. A new tip cover accessory was used, and the procedure was completed.

Manufacturer narrative:
It was reported that during an unspecified da vinci-assisted surgical procedure, there was a leak of pneumoperitoneum, so the cavity became a closed space. The monopolar curved scissors (mcs) instrument was removed, and it was noted that the tip cover accessory had fallen off the mcs instrument, so the surgical team had to do a small incision to check the cavity and they found it complete on the peritoneum. Based on the claim against the product by the customer noting that the tip cover accessory fell into the patient, an investigation was conducted into the cause of the reported event. The tip cover accessory was discarded by the customer, so failure analysis investigation could not be performed. Review of the provided images was consistent with the alleged complaint of the tip cover accessory 'slipping' off the mcs instrument. The accessory appeared intact and undamaged. Verification of the event details could not be performed via system logs because system logs do not exist for the tip cover accessory. The probable root cause of the tip cover accessory falling into the patient could not be determined based on the information provided. This is considered a reportable event due to the following conclusion: the mcs instrument tip cover accessory fell inside the patient during a da vinci-assisted procedure. The tip cover accessory was retrieved during the same procedure. The unintended fragment(s) falling into the patient required further surgical intervention.